Event description:
A us distributor reported that a monitor's response buttons were not functioning.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the rear response button ribbon cable was pulled from the connector causing the faults. The root cause of the non-functional response button was physical abuse. No adverse event resulted from the damaged monitor.